Event description:
The patient contacted animas on (B)(6) 2014 alleging that they replaced the entire infusion set to clear alarm, however since their call serive alarm 064 alarm on (B)(6) 2014, the pump sounds strange during rewind/load/prime. The patient reported 400mg/dl during this time frame. The patient refused to report symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2014 with the following findings:one cs 064-0001 alarm was observed in the black box on the date of 01/05/2014. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Investigators were unable to duplicate the complaint during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.